Manufacturer narrative:
Section b3: the month and day of the event are unknown. The event occurred in 2024. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the electrodes burnt the patient¿s skin. The electrodes felt hot on the skin, and the skin was discolored where the electrodes were placed. The skin felt irritated. The skin irritation was first noticed by the patient¿s physical therapist as the electrodes are placed on the back of her neck. The patient did not recall if she spoke to her doctor about irritation at the time of the incident. It was later reported that the patient showed pictures of the irritation to a doctor at an urgent care facility on (B)(6) 2025 and it was determined to be a burn. A replacement device and electrodes were shipped to the patient. No further consequences were reported.

Event description:
It was reported that the electrodes burnt the patient¿s skin. The electrodes felt hot on the skin, and the skin was discolored where the electrodes were placed. The skin felt irritated. The skin irritation was first noticed by the patient¿s physical therapist as the electrodes are placed on the back of her neck. The patient did not recall if she spoke to her doctor about irritation at the time of the incident. It was later reported that the patient showed pictures of the irritation to a doctor at an urgent care facility on (B)(6) 2025 and it was determined to be a burn. A replacement device and electrodes were shipped to the patient. No further consequences were reported.

Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer, h6: method, results, conclusions. Section b3: the month and day of the event are unknown. The event occurred in 2024. This follow-up report is being submitted to relay additional information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.